Event description:
Customer's mother reported that the reservoir was leaking at the o-rings. Stated that she had a hard time removing plungers and has to hold at 0-rings to get plunger off.

Manufacturer narrative:
Analysis revealed that reservoir passed per specification. No leak on both 0-rings were found during analysis. Found reservoir connected and locked in place properly.